Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the battery cap. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump showed stripped threads in the battery compartment and a power loss occurred during testing. The pump powered on with dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).